Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. After resetting the pump with tandem technical support (cts), customer declined further assistance and indicated that cts would be contacted if the issue was not resolved. Customer did not contact cts regarding the reported issue.